Manufacturer narrative:
Evaluation summary: analysis found the returned device to function within normal product specifications. A review of the sterilization information for this device indicated a normal sterlization cylce as confirmed by concomitant parametric controls.

Event description:
It was reported that the ICD was explanted, due to infection